Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17479852m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation/atrial tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping and ablation of the left atrial posterior wall, near the right pulmonary vein carina, the patient became hypotensive and a tamponade was confirmed via body surface echocardiogram. Pericardiocentesis yielded an unknown amount of fluid. Remainder of procedure was aborted. There is no information regarding extended hospitalization as a result of this adverse event. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. The physician did not provide a causality opinion for the cause of this adverse event. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator was set on power control mode. There is no information regarding other generator settings, overall ablation time, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There is no information regarding spi value, catheter proximity, carto 3 system indicating to re-zero the catheter. The thermocool smarttouch bi-directional navigation catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 patient interface unit. A not reportable magnetic sensor error (6150) was displayed during the procedure. There were no complaints of catheter malfunction during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.